Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, visual inspection was performed and revealed a broken door handle and a melted j1 power harness on the accomp board. The device successfully passed the rite electrical evaluation, but failed the rite functional evaluation for door handle test. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advance to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain 4) alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.